Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On the same day as the onset, the patient was hospitalized for the event of peritonitis. Ten days later, the catheter removal was performed and pd therapies were discontinued. On the same day, the patient was switched to hemodialysis. On an unreported date, the patient was treated with meropenem, vancomycin and heparin (doses, frequencies and routes of administration not reported) for the event of peritonitis. The day after the discontinuation of pd therapy, the patient recovered from the peritonitis event. The patient was discharged from the hospital thirty eight days after being admitted. No additional information is available.

Manufacturer narrative:
The date received by MFR for the initial submission is 01/16/2017 not 12/15/2016 as was previously reported. Should additional relevant information become available, a supplemental report will be submitted.